Event description:
The customer contact reported a delay in critical therapy following an alarm condition. At an unspecified time, an unspecified channel of the device was programmed for delivery of an unspecified concentration of dopamine and the delivery was started. After approx 8 hours, the device alarmed for proximal occlusion. The nurse reported no proximal occlusion was noted. At that time, the nurse removed and reloaded the tubing set into the device. After an unspecified length of time, the device alarmed for proximal occlusion. At that time, the nurse replaced the tubing set and resumed therapy using the same device. Although there was potential for serious injury, the customer contact indicated there were no reported adverse pt effects. No medical interventions were reported. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.